Event description:
It was reported that during a procedure there was no energy emitted from the fiber after tip detached inside the patient. The fiber fragment was removed from the patient's body with a grasper. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that during a procedure there was no energy emitted from the fiber after tip detached inside the patient. The fiber fragment was removed from the patient's body with a grasper. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope examination of the fiber identified that the fiber tip was detached and not returned; therefore, the levels of devitrification could not be determined. Although based on these observations, the reported event is confirmed. The fiber was functionally tested with helium neon (hene) laser fixture and there was a light visualization of the of fiber body. The observed condition of the fiber tip/cap is likely due to excessive cap wear occurred during the procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency and potentially lead to glass cap detachment. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. A risk review confirmed that the event is accounted for in the risk documentation, and a labeling review confirmed the IFU includes appropriate warnings and instructions for use. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip detachment, therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.